Event description:
Procedure: vaginal hysterectomy. Reportedly, after the instrument sealed the transection of ligaments the area around the sealed site started to ooze approximately 10-15 minutes later. The area was sutured to stop oozing. There was no injury.

Manufacturer narrative:
One electrode was returned for evaluation. The electrode was attached to an instrument and fit firmly into the instrument. When the device was plugged into the generator, the indicator light went to green and the electrode functioned properly. The device was tested for resistance and jaw gap. Both specifications were within the allowed range. The device was tested on simulated tissue with acceptable results. Valleylab was unable to duplicate the customers report.